Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was over 415 mg/dl. The customer stated that the plunger is not coming off of the reservoir. The customer stated that he has gone through three reservoirs. The customer stated that he was trying to unscrew the plunger and he kept losing insulin. The customer stated that it is not unscrewing. The customer stated that he is unable to remove the plunger rod. The customer was advised to quickly turn the plunger counter clockwise while carefully holding the reservoir barrel in place. The customer was advised to monitor the reservoir.